Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, field service evaluation, a search for similar complaints and a labeling review. The abbott field service (fs) engineer evaluated the analyzer; the fs engineer indicated that the male and female connectors were not properly connected it appears that the male connector and tubing clamp detached from the buffer filter tubing. The buffer filter was replaced. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate, as it contains instructions information regarding replacement and operation of the buffer filter and safety hazards to include wearing of personal protective equipment (ppe) and safety awareness where hazards may exist. Based on the available information no malfunction and no product deficiency of the architect i2000sr analyzer, list number 03m74 was identified.

Event description:
A technician was splashed in the face with buffer solution while transferring solution to the inner tank of the architect i2000sr analyzer. The customer indicated that when she opened the front door of the analyzer, the tubing was uncoupled and pointing out and the buffer splashed her in the face. The technician indicated she washed her face and eyes with running water. The technician indicated she had mild irritation but was ok within a few hours. There was no indication that any medical treatment was obtained. The technician also indicated she slipped on the buffer but was unharmed. The technician was wearing a lab coat and gloves. No additional treatment was obtained. There was no negative impact to the technician from having been splashed.

Manufacturer narrative:
On 08/13/2015 the event was clarified. An evaluation is in-process.

Event description:
Updated clarification of data; it was clarified that the technician who slipped and fell was a second technician and not the same one who was splashed in the face. The technician was not inured due to the fall.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.